Event description:
It was reported via phone call that the insulin pump alarmed button error. It was stated that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus and the act button is unresponsive. Blood glucose value was 336 mg/dl. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm was noted. The act button was unresponsive due to a flattened button dome switch. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.